Manufacturer narrative:
Follow-up # 1 date of submission 03/11/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 02/25/2015 with the following findings: the audio bolus button cover was observed to be torn. During testing, the complaint of the audio bolus button¿s response issue was not duplicated during testing. The button responded appropriately. Unrelated to the complaint, evaluation revealed a dim, fading, discolored display and a cracked battery compartment.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.